Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported downstream occlusion which was reproduced. A review of the event history log identified downstream occlusion messages. The reported condition was verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The downstream pusher and the tubing guide assembly was verified to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had downstream occlusion issues. The event date, process step and the location where the problem was found were unknown. There was no patient involvement. No additional information is available.